Manufacturer narrative:
Date sent to FDA: (B)(6) 2014. (B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012, due to pain and mesh erosion through vagina. It was reported that the patient underwent laparoscopic exploratory surgery of pelvic area for mesh on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui and cystocele. It was reported that patient underwent colporrhaphy with cystocele on (B)(6) 2014 due to cystocele without uterine prolapse. No additional information was provided.